Event description:
The patient reported that he was hospitalized with a low blood glucose of 43 mg/dl. The patient didn't feel the need to troubleshoot. He felt that the basal rates may have been too high. He also stated that he had been walking prior to the event, which may have contributed to the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.